Event description:
Surgery completed, complained of pain, nausea, severe heart burn, bladder issues, 2 inch nodule. Currently pain, nausea, feel like throwing up, at the time. About the worst thing I have never done in my life, mesh, please ban. Nobody should be in this much. Pain, feel sick everyday. (B)(6).